Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized due stomach discomfort. She had been unable to eat and had lost 14 kgs in the last three months. On (B)(6) 2022, a gastroscopy was done which showed a duodenal ulcer which was probably caused by the intestinal tube. Duodopa was temporarily stopped and the patient was put on oral medication for parkinson¿s and she was also given a one time dose of nexium 40 mg IV. The treating physician requested a new intestinal tube to be placed.